Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2019-00061, reference MFR. Report#: 1627487-2019-00062, reference MFR. Report#: 306705815-2019-00024, reference MFR. Report#: 1627487-2019-00063. It was reported the patient presented to the emergency room (ER) with oozing from the lead and ipg incision sites. It was stated the patient had an infections. As such, the patient underwent surgical intervention wherein the entire scs system was explanted.

Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2019-00061. Reference MFR. Report#: 1627487-2019-00062. Reference MFR. Report#: 306705815-2019-00024. Reference MFR. Report#: 1627487-2019-00063. Follow-up information revealed the patient is being treated with a 28 day round of antibiotics. The patient remained in the hospital for 11 days. It was stated the infection was at the ipg and lead sites.

Event description:
Device 3 of 5: reference MFR. Report#: 1627487-2019-00061. Reference MFR. Report#: 1627487-2019-00062. Reference MFR. Report#: 306705815-2019-00024. Reference MFR. Report#: 1627487-2019-00063. Follow-up information revealed the patient's infection has cleared.